Event description:
It was reported that an impaction bur guard broke during a procedure. No adverse consequences was associated with the device, no further information was provided.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received and the quality investigation is completed. The device manufacture date cannot be determined; the lot number of the product was not provided.